Event description:
The customer reported to olympus, the video system center contained an e308 white balance failed error and the system was powering down after 2 hours. The issue was found during the end of an unspecified diagnostic procedure. The procedure was completed using the same set of equipment without delay. There were no reports of patient harm. This report is related to linked patient identifier (B)(6).

Manufacturer narrative:
Troubleshooting was performed through phone support. The customer was advised to replace or insert portable memory, check the ventilation of the devices, cleaning of dust, and to check the power source and supply connections. The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.